Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; power plug burned. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue was confirmed; inspection of the power cord found the prongs appeared to have shorted in the outlet. The cause of the reported condition was determined to be due to handling. The customer returned power cord was removed and scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd 700 was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
Submit date: 08/12/2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien that the customer has an issue with an scd controller. On (B)(6) 2016 the unit was returned to a local covidien service center and the technician found that the controller has a burned power plug.